Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report#s 1627487-2012-09171, 09172, 09174, 09175. The pt is implanted with multiple leads to receive coverage for two systems lumbar and cervical. It has been reported during physical activity the pt collided with another player and fell on his back. The pt has since lost stimulation from his lumbar system and feels ineffective therapy being delivered from the cervical system. A full parameter diagnostic indicated low impedance values on several contacts. Surgical intervention to further assess the issue is pending.